Event description:
Customer reported unit was giving a loud pitched noise, would not fluoro and rebooting itself. Customer stated that there was a popping noise coming from inside of the xray tube.

Manufacturer narrative:
Gehc surgery personnel cleaned the hv cables and the tube wells. Regreased the hv cables. Performed a filament calibration. Checked the system by fluoroing at max. Technique and checked for system arcing. No arcing was present. Checked fluoro kv values at 5ma, 60kv-62.0 90kv=91.3 and 120kv=121.5kv. Checked and assured that the system was operating according to manufactures specs. Unit working as intended.